Event description:
It was reported that during an unknown procedure where they were getting generator error and tighten assembly errors during a procedure with the gen11 and an ace45. They replaced the instrument, handpiece and generator and the errors persisted. Sales rep stated that the case was completed without patient consequence with an enseal device. Has the hand piece been used with reprocessed/remanufactured disposables? Yes. Which reprocessor? Stryker. The handpiece also appeared to have been refurbished.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.